Manufacturer narrative:
Product analysis: analysis found that the analyzer failed functional tests relating the pacing output. The analyzer will be forwarded to the contract manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned without information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.